Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported they had a fall and broke some ribs about 6 weeks ago, which messed up their stimulator (ins), and caused their controller to keep putting implant (ins) into MRI mode on its own. Pt said they had been working with their representative for the past 3 weeks and they checked the ins twice and decided the pt needed a new controller. Pt said the controller kept flipping back to MRI mode and stimulation wouldn't stay on. An email was sent to the repair department to replace the controller. Pt said their hands weren't very strong and they needed assistance opening the controller. Additional information was received from a patient (pt). It was reported that the patient fell on their back and the stimulator shows a sent in the cover that is visible through their skin. The pt stated that it does not hold a charge. The pt stated that they are seeking removal of stimulator by the doctor or surgeon. The pt stated that the issue has not been resolved.